Event description:
It was reported that during a stent procedure, upon insertion of the stent delivery system (sds) into the anatomy, the shaft was kinked, however, the sds was used anyway. As the sds was inflated, it stopped approximately 5-6atm and would not inflate anymore and blood was noted in the sds. The device was pulled to remove it and it broke at the guide wire exit notch. The stent was not fully deployed: however, it was post-dilated and the stent was then successfully deployed. Both pieces of the sds were removed from the patient with no intervention. Reportedly, there was no patient injury.